Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx drug eluting stent was implanted. Approximately 15 months post procedure patient died and cec adjudicated patient suffered possible stent thrombosis (arc) in the cx.